Event description:
It was reported by the patient that the carelink monitor was unable to complete the send phase of the manual remote transmission. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found corrosion and contamination on the printed circuit board assembly which kept the unit from being able to power up.